Manufacturer narrative:
(B)(4). Per information provided by the distributor, carefusion technical support determined that the cause of the reported event was most likely a faulty gas delivery engine. An order for a replacement gas delivery engine has been placed for this unit. A return goods authorization (rga) number was also issued to the distributor for the return of the alleged faulty gas delivery engine for evaluation. As of september 23, 2015 the alleged faulty gas delivery engine has not been received by carefusion.

Event description:
The following is a description of an event that occurred in (B)(4) as reported by the distributor: "the blender on this unit is not moving, the unit pass[ed] the est but when they set the blender to 30,60,90,100% the blender makes a noise and the fio2% reading never displays the fio2 setting".